Event description:
It was reported that during inspection for use, the image on the bronchovideoscope displays a fully degraded endoscopic image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of a degraded endoscopic image was confirmed. The degradation was attributed to a misalignment of the image guide mount, which caused the image to be out of focus, resulting in poor image quality being displayed. Additionally, the following reportable malfunction was identified during the device evaluation: detachment of the adhesive on the a-rubber. Based on the results of the investigation, the probable cause of the degraded endoscopic image could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Similarly, the probable cause of the additional finding detachment of the adhesive on the a-rubber could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of this malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.